Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor, interconnect cable, and the power switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system left monitor was blank prior to a case. No patient injury was reported.